Manufacturer narrative:
The insulin pump had a button error alarm due to a corroded keypad trace. There was no moisture damage found on the electronic assembly and motor. The pump had a missing end cap sticker and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 150 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture from his sweat. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.